Event description:
The database analysis performed identified a bluetooth fault code when charging the deep brain stimulation (dbs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Additional information in block h6. Correction to blocks b5, e1, e2, e3, h7, and h9.

Event description:
The database analysis performed identified a bluetooth fault code when charging the deep brain stimulation (dbs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the deep brain stimulation (dbs) implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of a supplemental emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8666) investigation to determine the root cause for why a supplemental emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Additional information in block h6. Correction to blocks b5, e1, e2, e3, h7, and h9.